Event description:
It was reported to olympus, that the olympus endoscope reprocessor could not drain water sufficiently when the water filter was replaced. It was noted that the water filter was not replaced every month and the device was operated for about half a year. There were no problems with the procedure and the processing after. The issue was found during reprocessing. There were no reports of patient harm associated with this event. Reports are being submitted on 17 units of the oer-6 reprocessor. Please refer to the following reports: patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6). Patient identifier of (B)(6) is related to serial number: (B)(6).

Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the issue occurred due to the user¿s unfulfillment of thorough reading of the instruction manual and the user¿s mismanagement of replacing the water filter. A definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with below IFU. Chapter 7 routine maintenance: - section 7.3 replacing the water filter (maj-2317). · replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Warning: · replace the water filter at least once in two months. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing. Olympus will continue to monitor the field performance of this device.